Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event - correction remove selection "other serious"

Manufacturer narrative:
Sr-01749324b5: describe event or problem - additionald10: device availability- additionalh2: additional information/device evaluationh3: device evaluated by manufacturer - additionalh6: event problem and evaluation codes - additional

Event description:
The product was evaluated. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed due to no voltage. There was no log available to download. The allegation could not be determined. The root cause could not be determined. No injury or medical intervention was reported.